Event description:
A peritoneal dialysis nurse (pdrn) contacted fresenius technical support to report the patient was hospitalized due to catheter issues. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).